Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source and the following citation was reviewed: lebeaupin f, comby po, lenfant m, thouant p, lemogne b, guillen k, chevallier o, ricolfi f, loffroy r. Short- and long-term safety and efficacy of self-expandable leo stents used alone or with coiling for ruptured and unruptured intracranial aneurysms: a retrospective observational study. J clin med. 2021 sep 30;10(19):4541. Doi: 10.3390/jcm10194541. Pmid: 34640559; pmcid: pmc8509248. Date of death: not avaialble. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Puncture site hematoma, intracranial hemorrhage, ischemia, and vessel spasm/ thrombosis/ perforation and even death are listed as possible complications of the envoy distal access guiding catheter. There was no mention of any malfunction or performance issue with the envoy da within the article. Given that the device was used on all the patients who underwent endovascular treatment, the relationship between the reported events (including death) and the envoy da cannot be excluded. Therefore, with the death outcome from the adverse events, this complaint is considered as MDR reportable. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
This complaint is from a literature source and the following citation was reviewed: lebeaupin f, comby po, lenfant m, thouant p, lemogne b, guillen k, chevallier o, ricolfi f, loffroy r. Short- and long-term safety and efficacy of self-expandable leo stents used alone or with coiling for ruptured and unruptured intracranial aneurysms: a retrospective observational study. J clin med. 2021 sep 30;10(19):4541. Doi: 10.3390/jcm10194541. Pmid: 34640559; pmcid: pmc8509248. Objective and methods: this article presents a single-center retrospective study of adults with ruptured (rias) or unruptured (uias) intracranial aneurysms (ias) which were treated from jan 2011 to may 2018, to assess the efficacy and safety of the leo stent used alone or with coiling to treat ias including dissection, which are not eligible for simple or balloon-assisted coiling. 64 patients with 66 ias with at least 36 months follow up were included in the study. Patients with uias underwent diagnostic angiography while those with rias were admitted immediately and underwent unenhanced computed tomography (CT) followed by CT-angiography of the circle of willis. For the latter group, endovascular treatment (evt) was performed within 24 hours. Antiplatelet therapy (aspirin/ clopidogrel/ tirofiban/ heparin) was initiated days/minutes before start of evt and stent deployment. Evt was performed under general anesthesia via transfemoral approach. Selective catheterization of the arteries depending on the location of the aneurysm was performed using a short introducer sheath and a guiding catheter. A microcatheter with the stent was inserted into the target artery. Ia was catheterized before or after stent deployment depending on the treatment strategy. Isotonic saline was infused into the microcatheter. Saline with heparin and nimodipine were infused into the guiding catheter. Different stent-assisted coiling methods were used. Angiogram was obtained at the end of the procedure. Each patient was seen 30 days after the procedure. MRI and clinical examination were performed after 3-6 mos, 12-18 mos, 3 yrs, 5 yrs, and 10 yrs. Procedural success rate was 98.5% (65/66). Six (6) patients died including 4 of the 12 patients presenting with subarachnoid hemorrhage (sah) as this group of patients were considered critically ill from the time of presentation.major complications were defined as death, ischemia, neurological deficity and intracranial bleeding. Minor complications include poor stent positioning, failure of aneurysm catheterization through the stent struts, blood-clot formation without ischemia, and alopecia due to the radiation exposure. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: 6fr envoy da guiding catheter. Other cerenovus devices that were also used in this study: none mentioned non-cerenovus devices that were also used in this study: introducer sheath (terumo), vasco microcatheter (balt), leo stent (balt). Note: the specific coils used for these patients were not mentioned in this article. Adverse event(s) and provided interventions: qty 1 = aneurysm (fusiform) rupture partially secured two days earlier. Patient died. No medical/surgical intervention was mentioned. Qty 3 = diffuse vasospasm refractory to treatment which resulted to patient death. No specific treatment/intervention was provided. Qty 8 = thrombosis. 1 patient had aneurysmal sac thrombosis causing a neurological deficit due to cerebral edema. Corticosteroid therapy was given for treatment. No symptom was specifically mentioned. 7 patients experienced ischemia due to thrombosis. No patient outcome, treatment/intervention was mentioned. Qty 3 = intracranial bleeding. Rebleeding of the aneurysm (n=1) with no patient outcome or treatment/intervention mentioned. Increased intracranial bleeding resulting to death (n=2). One of these patients had bleeding caused by an injury with the micro-guidewire of a perforating vessel. No other information was provided. Qty 2 = vessel injury due to the micro-guidewire without clinical relevance. Qty 3 = hematoma at the femoral puncture site. Required no treatment. Did not cause compression.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted for correction that the correct reporting decision is serious injury. Of the previously reported adverse events, only thrombosis could possibly associated to the use of cerenovus device. An internal further review of the article by sme clinician results in the following assessment of the literature¿s reported events: adverse event(s) and provided interventions: qty (B)(4) = aneurysm (fusiform) rupture partially secured two days earlier. Patient died. No medical/surgical intervention was mentioned. [**associated with non cnv stent]. Qty(B)(4) = diffuse vasospasm refractory to treatment which resulted to patient death. No specific treatment/intervention was provided. [**not associated with any device being assessed in the study]. Qty (B)(4) = thrombosis. 1 patient had aneurysmal sac thrombosis causing a neurological deficit due to cerebral edema. Corticosteroid therapy was given for treatment. No symptom was specifically mentioned. 7 patients experienced ischemia due to thrombosis. No patient outcome, treatment/intervention was mentioned. [Possibly associated with cerenovus envoy da catheter]. Qty(B)(4) = intracranial bleeding. Rebleeding of the aneurysm (n=1) with no patient outcome or treatment/intervention mentioned. Increased intracranial bleeding resulting to death (n=2). One of these patients had bleeding caused by an injury with the micro-guidewire of a perforating vessel [**associated with unidentified micro guidewire]. No other information was provided. Qty (B)(4) = vessel injury due to the micro-guidewire without clinical relevance. [**associated with unidentified micro guidewire]. Qty (B)(4) = hematoma at the femoral puncture site. Required no treatment. Did not cause compression.[**associated with terumo sheath].